Manufacturer narrative:
The customer reported the tubing collapsed and returned one used sample of material 20350e, lot 24029337. Upon initial visual examination, the set verified the complaint of tubing collapsed and kinked. Flow was achieved in the set without any problems, and the kink was massaged out. The tubing was checked for excess solvent, but a normal amount was found. The manufacturing plant found the root cause for the tubing kink to be related to incorrect arrangement of the component inside the pouch by the assembler. The plant updated the process for arranging the component and was approved on december 19, 2024. The lot reported, 24029337, in this customer complaint predates the actions implemented. A fixture was added to optimize the connection between the tube and the y-site. In addition, the operation for placing the set inside the pouch was separated to ensure proper placement of the components. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was kinked. The following information was received by the initial reporter with the following: it was reported by customer that the tubing part twisted and collapsed.